Event description:
A driver sprint rx coronary stent system was intended to treat a lesion in a pt. It was reported that resistance was felt while passing the driver sprint device through the cell of a previously deployed stent and, on withdrawal, the driver stent was severely deformed. It was reported that the target lesion was calcified and exhibited 80% stenosis after pre-dilation. The device was inspected prior to use with no abnormalities noted. Resistance was felt while advancing device towards target lesion, attempting to pass through the previously deployed stent and during removal of the device from the pt. No pt injury occurred and no clinical sequelae have been reported. Another driver stent of the same size was successfully used to treat the lesion.

Manufacturer narrative:
(B)(4). Results: previously implanted stent. Evaluation summary: the device was returned to medtronic for evaluation. The first twelve proximal stent segments were positioned on the balloon as per specifications. The first three proximal segments were slightly flattened. The remaining segments were deformed and stretched distally over the inner shaft marker and balloon pillow. The distal tip was slightly damaged.